Event description:
Tbm states : problem with the tilt mechanism-after operating tilt mechanism, when foot is released from lever, the tilt lever does not come all the way back up. This means the tilt does not always lock and sometimes slips. Can alleviate issue by kicking the tilt lever back up into position, but shouldn't have to do this. Seeing this on all orbits and power tigers. Cnf in header.